Manufacturer narrative:
(B)(4). Concomitant medical products - femur cemented posterior stabilized (ps) narrow left size 7 catalog #: 42500006201 lot #: 63536194, articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog #: 42512400712 lot #: 63389476, and all-poly patella cemented 35 mm diameter catalog #: 42540200035 lot #: 63505829. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00217, 0001822565-2017-03248, and 0002648920-2017-00297. Remains implanted.

Event description:
It is reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a manipulation procedure under anesthesia approximately two months post-implantation due to stiffness. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the manipulation operative notes. Primary op notes indicate well-positioned and well fixed implants and the knee was well balanced throughout its arc of motion. Range of motion was 0 to 120 on the drop and angle maneuver after closure of the arthrotomy. Manipulation notes indicate the knee only flexed about 50 degrees with gravity. The manipulation was performed by applying constant steady pressure to the proximal tibia allowing for slow and continuous flexion of the knee to about 110 degrees of flexion. No obvious deformities or swelling occurred. Knee flexed about 120 degrees with gravity after manipulation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per the packaging inserts associated with the devices poor range of motion is a known adverse affect of the procedure. However, a definitive root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.